Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('already at the hospital getting ready for surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have weight increased ("about 20-30 pounds and cant loose an once/done diet and exercise cant seem to be able to loose") and experienced arthralgia ("hips hurt"). The patient was treated with surgery (she was currently undergoing for essure removal surgery). Essure was removed. At the time of the report, the medical device removal, weight increased and arthralgia outcome was unknown. The reporter considered arthralgia, medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in patients social media report: medical device removal, weight gain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received : following event was added : hips hurt. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('already at the hospital getting ready for surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have weight increased ("about 20-30 pounds and cant loose an once/done diet and exercise cant seem to be able to loose"). The patient was treated with surgery (she was currently undergoing for essure removal surgery). Essure was removed. At the time of the report, the medical device removal and weight increased outcome was unknown. The reporter considered medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in patients social media report: medical device removal, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from plaintiff fact sheet (social media): event: about 20-30 pounds and cant loose an once/done diet and exercise cant seem to be able to loose added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('already at the hospital getting ready for surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she was currently undergoing for essure removal surgery). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in patients social media report: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('already at the hospital getting ready for surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have weight increased ("about 20-30 pounds and cant loose an once/done diet and exercise cant seem to be able to loose") and experienced arthralgia ("hips hurt") and acne ("acne on chest, back and chin"). The patient was treated with surgery (she was currently undergoing for essure removal surgery). Essure was removed. At the time of the report, the medical device removal, weight increased, arthralgia and acne outcome was unknown. The reporter considered acne, arthralgia, medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in patients social media report: medical device removal, weight gain, acne quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event acne on chest, back and chin was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('already at the hospital getting ready for surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she was currently undergoing for essure removal surgery). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media report: medical device removal". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.